Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient was revised for instability. Cup, liner and head were removed and new cup, screws, mdm, femoral head were reimplanted. Right hip.